Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by our japanese affiliate, during tavr, severe central aortic regurgitation (ar) leading to a valve in valve procedure was reported. A transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve was performed. The valve was deployed in the native aortic annulus with nominal volume. Post valve deployment, the valve was in a 90:10 aortic/ventricular position with severe central ar observed on the echo. Vitals were normal. Post dilation was performed but the ar was not improved. It was decided to perform a valve-in-valve. A new kit of 20 mm sapien 3 ultra resilia valve was opened, and the second valve was deployed without any trouble. Although central ar was disappeared and no pvl was observed, the pressure gradient was 26mmhg. Post dilation was performed and the pressure gradient was reduced to 22mmhg. The patient was extubated and transferred to the ICU. The valve remained implanted in the patient and would not be returned for evaluation. According to the clinical specialist, upon preparing the valve, there was an error by the person in charge of device preparation. The crimped valve had been advanced about 2 cm toward the distal end, so the person that was performing device preparation manually pushed the valve back toward the proximal side (normal position).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation is unable to be confirmed due to unavailability of the device, imagery, or medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. As reported, 'the valve was deployed in a 90:10 aortic/ventricular position with nominal volume. Post valve deployment, severe central ar was observed on the echo. Vitals were normal (130/52). Post dilation was performed but ar was not improved. It was determined that valve dysfunction and tav in tav was performed. ['] although central ar was disappeared and no pvl was observed, the pressure gradient was 26mmhg, post dilation was performed. The pressure gradient was declined to 22mmhg. ['] according to the reporter, clinical specialist, upon preparing the valve, there was an error by the person in charge of device preparation.' Additionally, moderate calcification of the aortic annulus was reported. Due to insufficient information and unavailable of relevant imagery, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.